Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neurovascular procedure, a enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9926010) became impeded in the introducer and the stent could not be advanced into the unspecified microcatheter (mc). The physician attempted to advance the device but was unable to push the stent through the microcatheter. Upon removal of the system, the stent was observed to be prematurely detached from the delivery wire within the y connector. The device was removed from the patient and the physician replaced the affected device with a new stent, and the procedure was completed successfully. The microcatheter remained in place and was not replaced. There was no report of patient injury, no vessel damage, and no clinical sequelae associated with the event. No additional patient intervention was required beyond switching to a new stent. Additional event information received on 09-feb-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The device did not appear damaged at any time. There was nothing noted to be obstructing the introducer. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube.